Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. Analysis found the board failed to deliver 24vdc to the x-ray lamp on j9. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcba system control board was faulty. The pcba system control board was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the generator was beeping, and the green bar on the pendant for the generator was not finishing. This issue was noted outside of a procedure, and there was no patient involvement.